Event description:
A customer reported to baxter corporate product surveillance a clearlink non-dehp solution set in which particulate matter was observed in the tubing. According to the report, the tubing was in use with an unknown total parenteral nutrition(tpn) when the nurse observed particulate matter in the tubing. It is unknown if there was patient involvement. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived spiked in to the 2b8112 all-in-one bag. Visual inspection showed that the set had been partially primed down to the area between the regulating clamp and y site. The filter housing appeared dry, the barbed blue slide clamp was in the closed position and the blue end cap was in place. Visual inspection of the set tubing identified a white particulate matter throughout the tubing down to the end of the priming area. The sample was sent for further analysis, which determined that the particulate matter was a mixture of amino acids. Therefore, the reported condition was confirmed. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.